Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08705 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No under delivery anomaly noted during testing. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 19.5 mmol/l and was treated with insulin pump and pen. The user alleged the insulin pump was under delivering insulin due to fluctuating blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer wishes to continue troubleshooting. The customer reported other events such as nausea, vomiting, abdominal pain, difficulty breathing and feeling sleepy. Customer reported insulin exited at the quick release. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.